Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires had lifted from the jaws 1/2 way through the harvest. They had to open kit to complete procedure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires had lifted from the jaws 1/2 way through the harvest. We had to wait for a kit to be opened due to the jaws not working. There were no effects to the patient.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, b5, d9, g3, g6, h2, h3, h6, h11. The lot # 3000466429 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.